Manufacturer narrative:
Deflation of the inner lumen due to a tear through the patch on the back. The cause of this small tear could not be determined. No other defects were found on macroscopic or microscopic analysis of the implant. Update/ correction to sections.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.